Manufacturer narrative:
(B)($). The customer returned one 7.0mm spiral-flex et tube for investigation. A visual exam was performed and the tube appeared to have offset coils between the 24 and 26cm marker bands. The tube is slightly kinked as a result of the damaged coils. The tube was not collapsed. No other defects were observed. The inner diameter of the tube was measured and was found to be within specification. A functional kink resistance test was performed on the returned et tube, and no issues were found. The reported complaint of a kinked et tube during use was confirmed based on the condition of the sample received. The returned et tube was found to have offset coil wire between the 24 and 26cm marker bands. A device history record review was performed on the et tube with no evidence to suggest a manufacturing related cause. Therefore, based on the information provided that the defect was discovered during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the steel wire fell off and the tube and kinked. Intervention - the tube was changed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the steel wire fell off and the tube and kinked. Intervention - the tube was changed. The patient's condition is reported as fine.